Event description:
The complainant alleged during a training session performed by a zoll sales representative, the device displayed "defib disabled" and "pacer disabled" messages. The complainant indicated that there was no patient involvement in the reported malfunction.